Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragment I expelled') and medical device removal ('having e-free is a blessing') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("metal fragment I expelled"), vulvovaginal mycotic infection ("yeast infection"), alopecia ("losing hair"), inflammation ("inflamatory response") and genital haemorrhage ("hemorrhaging"), underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have malignant melanoma ("melanoma"). The patient was treated with surgery (bilateral salpingectomy and essure removal) and chemotherapy. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, medical device removal, malignant melanoma, device expulsion and genital haemorrhage outcome was unknown, the vulvovaginal mycotic infection had resolved and the alopecia and inflammation was resolving. The reporter considered alopecia, device breakage, device expulsion, genital haemorrhage, inflammation, malignant melanoma, medical device removal and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc on (B)(6)2020: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragment I expelled') and medical device removal ('having e-free is a blessing') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("metal fragment I expelled"), vulvovaginal mycotic infection ("yeast infection"), alopecia ("losing hair"), inflammation ("inflamatory response") and genital haemorrhage ("hemorrhaging"), underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have malignant melanoma ("melanoma"). The patient was treated with surgery (bilateral salpingectomy and essure removal) and chemotherapy. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, medical device removal, malignant melanoma, device expulsion and genital haemorrhage outcome was unknown, the vulvovaginal mycotic infection had resolved and the alopecia and inflammation was resolving. The reporter considered alopecia, device breakage, device expulsion, genital haemorrhage, inflammation, malignant melanoma, medical device removal and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event losing hair added. Fu 5, 6, 7, 8, 9, 10,11, 12 were processed together. On 23-mar-2020: social media content received: new reporter was added. On 23-mar-2020: social media content received: new reporter and new event were added (inflammation nos). Outcome for 'alopecia' updated. On 23-mar-2020: content received from social media, event "having e-free is a blessing" added, reporter added. On 23-mar-2020: content received from social media, event "hemorrhaging" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragment I expelled') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("metal fragment I expelled"), vulvovaginal mycotic infection ("yeast infection") and alopecia ("losing hair") and was found to have malignant melanoma ("melanoma"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, malignant melanoma, device expulsion and alopecia outcome was unknown and the vulvovaginal mycotic infection had resolved. The reporter considered alopecia, device breakage, device expulsion, malignant melanoma and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added from social media document. Event added- malignant melanoma. On 20-mar-2020: reporter added from social media document. Events added- device breakage, device expulsion. Event ¿medical device removal¿ was deleted. On 20-mar-2020: reporter added from social media document. Event added- vulvovaginal mycotic infection. On 23-mar-2020: social media content received: reporter added. Event losing hair added. Fu 5, 6, 7, 8, 9, 10,11, 12 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event nos. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Case became incident event adverse event nos was replaced with medical device removal. Patient & reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.